Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
In 2009, the patient experienced elevated blood glucose of 508 mg/dl. She bolused through the infusion device but her blood glucose remained elevated. She was taken to the hospital and admitted to the intensive care unit for 4 days and was released from the hospital after a total of sux days. She was treated with an IV. No further information is available. The infusion device was requested to be returned for evaluation.